Manufacturer narrative:
The intraocular lens was not implanted. All pertinent information available to abbott medical optics has been submitted.

Event description:
It was reported that the lens was contaminated during handling/prior to insertion. There was no patient contact. No additional information was provided to abbott medical optics.

Manufacturer narrative:
Device available for evaluation, returned to manufacturer on: 02/20/2018. Device evaluation: the lens was returned to the manufacturer. Visual inspection at 10x microscope magnification was performed. Only loose fibers/particles were observed on lens and may be related to product handling in a non-sterile environment. No damage or defect was observed on the lens or lens haptic. There was no additional information provided in regards to lens contamination due to handling. The reported complaint was verified, but based on product evaluation it was not possible to determine if it was related to manufacturing process as the returned lens was handled during surgical procedure. Manufacturing record review: manufacturing record review of the production order and related document revealed that the product was manufactured and released according to specification. There was no discrepancy found during the review. A search revealed that no additional complaints were received for this production order. Sterilization records: the sterilization record was reviewed and no deviations were found that affected the sterility of the device. Labeling review: the directions for use (dfu) was reviewed. The dfu adequately provides instructions and precautions for the proper use and handling of the product. Conclusion: based on the investigation results, there is no indication of a product quality deficiency. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.